Event description:
It was reported that the patient developed an infection at the implant site and the device electrode was exposed. Surgery was performed on (B)(6), 2014 to re-position the device and examine the infection. Due to the severity of the infection, the patient's device was later explanted. The patient is being monitored.